Event description:
Voluntary medwatch form received noted that the right ventricular lead was prophylactically explanted as it is subject to the externalized conductors (ec) advisory.

Manufacturer narrative:
Voluntary medwatch form received: mw5151639.